Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During the deployment of a 23mm sapien 3 valve by transapical approach, the certitude delivery system balloon ruptured. The balloon was inflated with nominal volume. The atrion syringe filled with blood. An angiography was performed and it was apparent that the balloon had ruptured. The valve was successfully deployed, fully expanded; tee and angiography confirmed no evidence of a paravalvular leak (pvl), central leak, hematoma or an aortic disruption. The patient was hemodynamically stable. The device is being returned. Per report, the patient had two ¿heavy rings¿ of calcium in and just under the sinotubular junction (stj) that contributed to the balloon burst. The patient¿s native annulus measured 360mm by tee and the valve area measured 360cm2 by CT. The native annulus and leaflets were moderately calcified and the aortic root was severely calcified. The stj measured 21.9 and was severely calcified.

Manufacturer narrative:
The certitude delivery system was returned for evaluation. Visual inspections revealed a radial and longitudinal tear on the balloon. No other abnormalities were observed. Functional testing was not performed due to the condition of the returned device. The complaint was confirmed by visual inspection. Dimensional testing was performed on the wall thickness of the balloon and was found to be in within specification. During balloon manufacturing, the balloon is visually 100% inspected for the following: heavy scratches, gel-spots, and fish eyes. Balloons are sampled tested for burst testing and additional visual inspection. During manufacturing, the delivery system and balloon undergoes 100% inspection for the following: pleat and fold process, kinks, bends, scratches, and contamination. In addition, the delivery system is 100% leak tested. The assembled delivery system is 100% inspected by both manufacturing and quality for balloon scratches, tears and wrinkles. During product verification (pv) testing, balloon bust pressure is tested on a sampling basis. The burst pressure of the tested units after a cycle. The burst pressure of the tested units after a 10-cycle fatigue was 7 atm. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. Based on technical summary [risk of balloon burst in a calcified aortic annulus], it is considered unlikely that this type of complaint results from a manufacturing defect. Per procedure, a device history record (DHR) review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed based on imagery review and device visual inspection. Review of manufacturing mitigation, dimensional measurements, and device visual inspection did not identify any manufacturing non-conformities on the returned device. Available information indicates that patient factors (calcification in the annulus) contributed to the reported event. A detailed root cause analysis for similar returned balloon bursts complaints has been summarized in an edwards lifesciences written and documented in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (per the cer, the patient had moderate valve calcification and severe aortic root calcification). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification. The patient was reported to have moderate native annular and leaflet calcification along with severe aortic root calcification. Technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified annulus. Technical summary is applicable to this complaint, as reported ¿the patient had moderate native annular and leaflet calcification and severe aortic root calcification. The complaint for balloon burst was confirmed. No manufacturing non-conformities were identified in the returned sample. In this case, available information indicates that patient factors (calcification) may have contributed to the event. No product non-conformance or IFU/training inadequacies were identified, and the respective trend categories does not exceed the february 2018 control limits for the trend category of ¿balloon burst,¿ no corrective or preventative action is required.